Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "acetabular reamer handle connection would not attach to the quick connect device. There were four reamer handles in the set so another one was utilized."